Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - pyrosis/heartburn.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had chest pain, indigestion, and vomiting. He felt like he was having a heart attack. The patient¿s cgm was reading 158 mg/dl at this time. No bg meter reading was taken at this time. The patient¿s wife brought him to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was reading 160 mg/dl, and the bg meter was reading 108 mg/dl. The patient reported being diagnosed with dka. It was confirmed that the patient did not have a heart attack during this event. Since the patient¿s bg level was not consistent with dka, a follow-up call by dexcom technical support was made to the patient and he again stated the bg meter reading of 108 mg/dl was correct and that he was diagnosed with dka. The patient was treated with insulin and a¿ bag of dextrose fluid¿. The patient was admitted to the ICU for 2 days and then transferred to a regular room for 1 day (discharged on 02/18/2025). The patient ¿feels fine¿ at the time of report and was reported to have bg levels ¿within range¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient had symptoms of chest pain, indigestion, and vomiting, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient got to the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.